Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Initial op notes dated (B)(6) 2015 demonstrated that the patient had tka due to osteoarthritis. Post-op ap & lateral x-rays confirmed bilateral posterior stabilized total knee replacement with appropriate position/alignment without evidence of fracture or other acute abnormality. Postoperatively, the patient had macular papular rash thought to be a drug reaction. All drugs were discontinued due to the reaction. The allergic reaction/rash mentioned in this complaint is not related to implant but related to the procedure. Therefore, no failure related to the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component item # 00576401752 lot # 61946506. Nexgen patella item # 00597206535 lot # 62820822. Nexgen articular surface item # 00596404212 lot # 62576185. Cobalt bone cement item # 402283 lot # 271230. Cobalt bone cement item # 402283 lot # 271230. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00017 0002648920-2019-00030, 0001822565-2019-00187, 0001825034-2019-00174, 0001825034-2019-00175. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial bilateral tka and experienced a drug reaction rash in the immediate postoperative period.